Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited premature depletion out-of the box. The device will be returned for analysis.